Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: during testing, the display was dim and discolored. Unrelated to the complaint, the pump casing and battery compartment were cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.